Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical and impact codes).

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. H3 other text : issue resolved over the call. Customer cancelled the service call.

Event description:
N/a.